Event description:
It was reported that this patient exhibited erosion of their insertable cardiac. Monitor (icm). Consequently, the device was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).